Event description:
It was reported that the cutting balloon blade was risen up. A 10/4.00 flextome cutting balloon monorail was selected for percutaneous coronary intervention. When the device was taken out from the white packaging hoop, it was noted that the shaft was stretched. It was further reported that when the balloon protector was removed, the physician suspected that the balloon was inflated and deflated once and it appeared that the blade of the balloon was risen up. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A microscopic examination of the blades did not identify any damage. All blades were present and bonded to the balloon. Evaluation confirmed hypotube kinks at various locations along the hypotube. The midshaft was stretched and twisted at 24-25.5cm inclusive from the tip which is consistent with excessive tensile force and manipulation applied to the shaft during device handling. An examination of the balloon did not identify any damage. The balloon material was folded and did not exhibit any sign of inflation. Solidified contrast media was present within the balloon inflation lumen and the proximal balloon bond area. The balloon protector was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿turn the stopcock lever towards the middle port or open to the balloon and immediately withdraw inflation device plunger to full negative and place the inflation device in a locked position. This will maintain a constant vacuum on the flextome cutting balloon device. Do not allow air or fluid into the balloon until inflation. This will maintain the folding integrity of the balloon and protect the atherectomies. If air or fluid has prematurely been introduced into the balloon, do not use the flextome cutting balloon device. When the flextome cutting balloon device is ready to be entered into the body, remove the flextome cutting balloon device from its protective ring. Using straight force (not a twisting motion), pull the protective sheath from the catheter tip. During preparation and positioning of the flextome cutting balloon device, it is important that all air and fluid are excluded from the inflation lumen of the catheter until the balloon is in position at the lesion site.¿ (B)(4).

Event description:
It was reported that the cutting balloon blade was risen up. A 10/4.00 flextome¿ cutting balloon¿ monorail was selected for percutaneous coronary intervention. When the device was taken out from the white packaging hoop, it was noted that the shaft was stretched. It was further reported that when the balloon protector was removed, the physician suspected that the balloon was inflated and deflated once and it appeared that the blade of the balloon was risen up. No patient complications were reported and the patient's condition was good.